Manufacturer narrative:
The user facility report identified mizuho osi as the manufacturer, but mizuho osi does not produce doppler probes.

Event description:
The doppler probe was not working during the surgical procedure. No sound was heard. No injury occurred to the patient. What was the original intended procedure? Endoscopic transsphenoidal hypophysectomy device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).